Manufacturer narrative:
Device was used for treatment, not diagnosis. Giannoudis, p.v., et al (2001) removal of the retained fragment of broken solid nails by the intra-medullary route. Injury, int. J. Care injured 32:407-410. This report is for unknown tibial nail, unknown quantity, unknown lot. (B)(4) revision surgery. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: giannoudis, p.v., et al (2001) removal of the retained fragment of broken solid nails by the intra-medullary route. Injury, int. J. Care injured 32:407-410. This is report 1 of 2 for (B)(4). This report is for unknown tibial nail and refers to the 26 year-old male patient who experienced delayed union, breakage of the tip of the solid tibial nail requiring revision surgery